Event description:
Patient called to report a device problem and an adverse event involving his left zimmer nexgen complete knee solution. Patient stated that his left knee was implanted on (B)(6) 2004 and then had an MRI done in 2020 revealing device failure. Patient stated revision surgery was prolonged due to the pandemic, but he did have a revision on (B)(6) 2024. Patient stated during revision surgery it was discovered he had aseptic loosening, metallosis, mechanical failure and had metal debris and particles cleaned out. Patient stated he would like to know if the device was part of a recall and has reached out to the manufacturer and is waiting for them to return his call. Patient gave additional lot numbers affiliated with the knee system: 62672916, 62548446, 61854553, 62647371, 37214677, 62686510, 77274365, 77274365.